Manufacturer narrative:
During an investigation of a monitor for an unrelated issue, a reportable malfunction was found. The cause for failure was isolated to a damage and lifted c19 capacitor on the defib board. The root cause for the damaged c19 capacitor could not be positively identified. No adverse events occurred from the damaged monitor.

Event description:
During an investigation of a monitor for an unrelated issue, a reportable malfunction was found. The cause for failure was isolated to a damage and lifted c19 capacitor on the defib board.